Event description:
Reported conflicting sofia sars results for 1 patient of unknown symptomatic status. The patient received a positive sofia sars result, but a repeat test performed on a separate analyzer yielded a negative sars result. No other confirmatory testing completed.

Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.